Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that repeated recoverable errors occurred on arm 3. System logs confirmed repeated recoverable errors on usm3 axis1. The customer disabled arm 3 and continued with the procedure using the remaining functional arms. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The usm has been returned and evaluated by the failure analysis (fa) team. The failure analysis of the usm confirmed and replicated the reported 23118 error, which was associated with a motor encoder fault on axis 1. The error was confirmed in the field and during testing on a golden system. Further testing on a patient side cart (psc) fixture test platform (pftp) revealed that the chip encoder virtual absolute (cva) characterization was failing on the axis 1cva.

Manufacturer narrative:
The probable root cause is attributed to sensor errors resulted from a faulty yaw board located in universal surgical manipulator (usm).

Event description:
Refer to h11 for follow-up information.